Event description:
Pt placed on lidocaine drip 2mgm/min following 100mgm bolus in ER. Pt transferred to ICU. Upon arrival infusion pump changed. ICU nurse states had difficulty locking cassett in place but the door closed and thought cassett went in place. Approx 10 min. Later pt had grand mal seizures. When rn was about to give valium IV, noticed lidocaine free flowing in. Pt received approx 400mgm.